Event description:
Revision surgery due to mobilization of the cemented tibial baseplate 4 years post op. The revision surgery was notified to medacta by phone on (B)(4) 2012, without any info no codes and lots. After many attempts and requests, we were finally able to get info on the revision surgery and on the implants explanted on (B)(6) 2013 only.

Manufacturer narrative:
Document review: evolis cemented fixed tibial tray size 2: code 3031.0202 / lot 072591 ((B)(4) items produced): no anomalies were found related to the adverse event reported. (B)(4) items belonging to this lot have been already implanted and no similar incidents have been reported. On the basis of the data collected, a device involvement in the event occurred is highly unlikely.